Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿switched from batteries to mpu and the controller gave alarm¿ was confirmed with data retrieved from the returned system controller (serial # (B)(4). The log file captured a low power advisory (yellow battery) alarm event september 8 and low power advisory/low power hazard (red battery) alarm event on september 7. According to the voltage values, there was a power exchange from 14v batteries to the mobile power unit. Shortly after, the low voltage alarms became active relating to fluctuating battery fuel gauge voltage signals. The alarms cleared after a power exchange was performed. Electrical measurement of the power cables revealed increased electrical resistance across the length of the underlying wires indicating conductor breakdown damage. This increased resistance has the potential to affect voltage values and result in an unexpected alarm. The finding is consistent with the data captured in the log file. The conductor breakdown damage appears to be related to wear and tear due to the repetitive flexing of the power cables during use. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4) was shipped to the customer on (B)(6) 2017. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number #2916596-2020-04624. It was reported that the patient switched from batteries to mpu which alarmed the controller. The patient switched back to batteries and the mpu and controller were exchanged.